Event description:
Patient was pre-operated and had intensive adhesions. The surgeon injured the vena cava (with hole in consequence). He used floseal for hemostatic purposes. Ten days post-operation, patient developed a pancreatitis which persisted for 10 weeks. The event date is unknown.

Event description:
Additional information was received regarding the event. The surgery which was originally planned (correction of hiatal hernia) was not possible because stopping the bleeding of the vena cava had highest priority. The correction of hiatal hernia was performed on (B)(6) 2012 (midriff area). The patient underwent first surgery on (B)(6) 2011 and the second surgery was (B)(6) 2012. (One) 5ml kit of floseal had been applied to stop the venous bleeding with very good result. The product was left in place. It was asked if there were any risk factors identified that may predispose to pancreatitis- the response was no, according to the physician, it happens from time to time that patients get pancreatitis, however the root cause is not known.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: floseal is provided as a sterile 2 component hemostatic matrix when prepared according to the IFU. The hemostatic result was clearly positive. Although gentle irrigation of any non-incorporated hemostatic matrix is highly recommended, considering the small volume it is not reasonable to see any association with the use of floseal on the vena cava trauma and the post operative development of pancreatitis. The patient has recovered fully and a second surgery performed. Reinforcement of the need for irrigation with this surgeon is recommended, however no further investigation is required. The case is deemed not related to floseal and will be kept on file for trending purposes.